Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 229 mg/dl at time of incident and current blood glucose was 397 mg/dl. Customer states other blood glucose level was over 300 mg/dl after hour later and after 2hour blood glucose level was over 400 mg/dl and 227 mg/dl. The customer did not provide details regarding symptoms and treatment for high blood glucose episodes. Customer was alleging insulin pump under delivery. Customer states drive support cap flush. Troubleshooting was performed for high blood glucose level. Customer had use insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.